Event description:
The customer used the device to check their blood glucose and obtained a result of 290 mg/dl. They took insulin and then began to crash - going into shock and convulsing. Their friend called emergency medical technicians and when they arrived they checked their glucose on their equipment and the level was 21 mg/dl. They were given an IV and taken to the hospital. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.